Event description:
During an in clinic follow up, a loss of capture and oversensing were noted on the left ventricular (lv) lead. Diagnostic imaging was performed and lead insulation damage was suspected. During the lv lead revision procedure, the lead insulation damage was seen visually. The lv lead was attempted to be repositioned and explanted but was unsuccessful due to patient anatomy. An additional procedure was performed and the lv lead was replaced with an epicardial lv lead. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.